Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: it has been reported that a receiver separated at the point where the red/blue part meets the grey part. It happened outside of the user's ear, and there was no harm following the event. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hearing care provider if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: ha-hw-d-us2-10: based on the info this is a known risk covered by CAPA: 0712 (acc to parent (B)(4). All resulting actions are contained within the CAPA which includes assessment of risks and associated updates. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident on (B)(6) 2025. It has been reported that a receiver separated at the point where the red/blue part meets the grey part. It happened outside of the user's ear, and there was no harm following the event. No further follow up is available or expected.